Event description:
Medtronic received information that retrospective review of a chest x-ray conducted about 1 year post-implant of this transcatheter pulmonary bioprosthetic valve (tpbv), a minor stent fracture was noted. A second minor stent fracture was noted via chest x-ray on lateral projection 2 years and 7 months post-implant. No other adverse patient effects were reported, and no treatment was prescribed.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual examination revealed an unknown bare metal stent remained attached to the outer wall of the valve. The analysis of the device confirmed pannus and tan vegetative host tissue that lined the inner lumen aspect of the existing melody valve. Radiography showed no evidence of mineralization in the valve and/or host tissue. Radiography showed broken struts however this may have occurred during explant due to the location and receipt condition of the valve. Conclusion: documents received with the returned product indicated the valve was replaced due to stenosis. Based on the receipt condition of the device, a root cause for the stenosis and explant was not determined. However, the presence of vegetation and host tissue overgrowth may be a contributing factor. These findings are generally considered a patient-related condition. There is no indication of any product quality issues. (B)(4).

Manufacturer narrative:
Product analysis: the valve remains implanted. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.